Event description:
We have received a letter to the editor of resuscitation journal written by dr. (B)(6) claiming intra-abdominal bleeding from liver rupture post CPR.

Manufacturer narrative:
We have become aware of a letter to the editor of the resuscitation journal from dr. (B)(6) that will be published in the near future. The author has reported two cases of massive intra-abdominal bleeding from liver rupture in both cases. In both cases, the female pts were being treated with thrombolytic agent and or were heparinized. The pulmonary embolism was the pre-existing condition and not caused the autopulse. The mechanism of injury hypothesized by the author is conceivable in the presence of massive pulmonary embolism. The author recognizes that manual CPR is routinely administered prior to the application of autopulse or other mechanical CPR methodologies. He also recognizes that it is not possible to determine which of the two modalities may have caused such injuries. CPR injuries such as liver or spleen rupture are potential complications with the manual CPR as well as the mechanical CPR. Such injuries have been reported even in absence of pulmonary embolism. Wind et al(I), cited by the authors, hypothesized that the mechanism of injury may have been caudal placement of the band and recommended frequent checks of band position in a case report that showed comparable injuries that included ruptured of the liver and spleen, but could not identify an embolism post mortem. Incorrect autopulse load distributing band placement leading to compressions of the abdomen instead of the thorax should also be considered as a mechanism for the injuries reported. (I) wind j, bekkers sc, van hooren lj, van heurn lw. Extensive injury after use of a mechanical cardiopulmonary resuscitation device. Am j emerg med 2009;27:1017.el-2.